Event description:
It was reported that the li61aor intraocular lens was removed intraoperatively and the surgeon implanted an anterior chamber lens. The reporter stated that there was no problem with the li61aor lens and did not state why the surgeon switched to anterior chamber lens. No additional information was provided. Additional information has been requested. Please ref MDR#: 1119279-2013-00349 for the intraocular lens used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.